Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed and a hole was observed on the pebax surface with reddish material inside. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. The magnetic and force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed; however, the reddish material inside the pebax could be related to the force issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. Product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was a hole observed on the pebax surface with reddish material inside. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on (B)(6) 2023 and have assessed this returned condition as reportable.